Manufacturer narrative:
In this case, this device was returned and although there was no device malfunction/issue reported against the device, however, as the device was returned, it was visually inspected as a conservative measure, and it was noted that the silicone valve of the sgc hemostasis valve was torn. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. In this case, as there were no issues reported with the device, the observed torn silicone valve is likely related to post-procedural handling/shipping. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 3 functional mitral regurgitation (mr) and thin leaflet for a mitraclip procedure. During the procedure, one gripper was unable to lower and raise during grasping the leaflets. Troubleshooting was performed and was unsuccessful. The clip was removed from the anatomy, and the procedure was terminated with unchanged mr. There was no clinically significant delay or adverse patient effects reported. On (B)(6) 2026, return device analysis revealed tear in the hemostasis silicone valve of steerable guide catheter(sgc).